Event description:
It was reported that the blades stopped spinning. The target lesion was located in the right superficial femoral artery (sfa). The 2.4mm jetstream xc was selected for an atherectomy procedure. During the procedure, the device bogged down in a bunch of calcium and stopped working in both blades up and blades down modes. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR: the jetstream device xc 2.4 was received for analysis. The shaft and the remainder of the device was inspected for damage. Visual examination showed no shaft damage. The waste bag was returned with approximately 200cc of blood. The functionality of the device was checked by setting up the product per the instructions for use. The device primed as designed. The device was activated, and the blades did not spin as designed. The device motor was heard; however, no tip rotation was noticed. The device pod was opened to inspect for damage. It was noticed that the pinion gear had slipped off the drive shaft. When the pinion gear slides off the shaft and does not contact the motor gear, rotation of the tip would stop. The gear was slid back onto the shaft and reengaged with the motor gear and the device was run again. The device functioned and the tip was spinning.